Manufacturer narrative:
H3, h6: event methods, evaluation, and conclusion codes: updated. One device was received for investigation. During visual inspection no damage or anomalies were observed on the device. A review of the device event log showed that a no cassette alarm had been previously recorded. However, during functional testing, the device passed all tests with no alarms activated. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Based on the results of the inspection and testing, the reported issue could not be reproduced or confirmed, and no root cause could be established. As a preventative measure, the upstream and downstream sensors were replaced.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. G3: japan. B3: unknown; no information has been provided to date. D4 UDI, g4: unavailable.

Event description:
It was reported that the pump exhibited low battery and no disposable alarms. It is unknown if there was patient involvement, no adverse patient effects were reported.